Manufacturer narrative:
The field service engineer found the ise pathway needed to be decontaminated and a new ise probe was needed. The ise pathway was decontaminated and the probe was replaced. The calibration and qc performed were within manufacturer specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 result for two patient samples with the cobas 6000 c501 module. The reporter stated they performed a recent patient comparison to a piccolo in which the c501 results were lower. The reporter also stated they have had recent provider complaints that the na results for patients seem low from this c501. Sample (B)(6): on (B)(6) 2021, the initial result on the c501 was 131 mmol/l. The repeated result on the piccolo was 139 mmol/l. Sample (B)(6): on (B)(6) 2021, the initial result on the c501 was 123 mmol/l. The repeated result on the piccolo was 131 mmol/l. The c501 results were reported outside of the laboratory. It is unknown which results were deemed correct. The electrode lot number used for sample (B)(6) was i70 with an expiration date of 14-sep-2021. The electrode lot number used for sample (B)(6) was j629 with an expiration date of 23-oct-2021.